Event description:
This 33-year-old female underwent a bam in 1984 using subglandular silicone gel implants. The pt complains of memory loss, hair loss, fatigue, and neuropathy of extremities. Gross exam: possible fenestration at time of surgery due to no evidence of sticky coating on outer aspect of the implants in the areas remote from fenestration.